Manufacturer narrative:
Title: a new suture material for hypospadias surgery: a comparative study source: artificial organs, volume 181, march 2009 (1318-1323). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, after hypospadias surgery, one patient reported an occurrence of urethral fistulas at all follow ups (1 week, 1 month, 6 months, and 2 years). There was also occurrence of granuloma at 6 month and 2 year follow up. Partial skin dehiscence and skin infection was also reported.